Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that faulty connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported faulty connection on material 10015861a, lot 25025376, and returned 20 unopened, representative samples under related pr's (B)(4). Customer communication relayed that samples for this complaint were also returned with pr (B)(4). Upon initial visual examination, the sets had no defects or abnormalities. The sets were tested at the connections throughout the set, especially at the spike/drip chamber, y-sites, and tubing/male luer. The male luer was also attached to a bd stopcock and water infused through the tubing sets, and no connection issues or leaks were found. The complaint of faulty connection could not be replicated, and the complaint was not verified. The root cause for the connection issues could not be found without a replicated failure.